Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15616. It was reported that the patient experienced dizziness and presyncope and presented at the hospital. Upon interrogation the next day, it was noted that the right ventricular (rv) lead exhibited noise over-sensing, causing the device to inhibit pacing and create pauses. Additionally, the right atrial (ra) lead exhibited high capture threshold. A chest x-ray revealed that the ra lead was not in proper placement. Both the leads were explanted and replaced. Inspection of the extracted leads indicated that both had fractures due to twisting in the pocket. The patient was in stable condition.